Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The meter was returned and investigated. The complaint was not confirmed and no new issues were observed. Meter powered on with button depression and test strip insertion. Blank screen was not observed.

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported neuropathy in his feet, stating he had experienced a "burning" and "sharp needle" sensation for approximately four days. Customer additionally reported experiencing a loss of consciousness and reportedly self-treated with both insulin and metformin. There was no report of third-party medical intervention. No death or permanent impairment is associated with this event.